Event description:
A distributor complaint was reported regarding a pump malfunction in norway. There was no adverse impact to the customer's blood glucose level. As a resolution, technical support instructed the customer to replace the pump, which was under warranty, and use multiple daily injections as a backup insulin therapy. The customer was guided to put the pump into storage mode and return it using a pre-paid label within 10 days, acknowledging and understanding the instructions provided.